Event description:
It was reported that during a pulmonary vein isolation procedure, a faradrive steerable sheath was selected for use. After the transseptal puncture, during the air check of the faradrive, aspiration with a syringe was attempted; however, nothing could be aspirated. The product was lowered to the right atrium free space, and aspiration was attempted again, but it was still not possible. It was also reported the device was kinked. Therefore, the product was replaced and the procedure completed. No patient complications reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. The field initial reporter email (e1), in section e - initial reporter was not available as per account.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields describe event or problem (b5), in sections b - adverse event or product problem, and device code (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. The field initial reporter email (e1), in section e - initial reporter was not available as per account. Device analysis: the faradrive sheath has returned for analysis. Visual inspection did not revealed any abnormalities or defects on the exterior of the sheath. During leakage test, the returned sheath passed all leak and aspiration testing. Finally, inspection of the hemostatic valves did not find any defects that could confirm an existing leak path or contribute to the allegation of this event. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labelling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk assessment: a risk review performed for the faradrive device confirmed that the event of loss of aspiration is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has selected the conclusion code of 'no problem detected' for the event of 'loss of aspiration' as analysis of the returned device did not find any defects or abnormalities to confirm an existing leak path that contributed to the allegation of this event.

Event description:
It was reported that during a pulmonary vein isolation procedure, a faradrive steerable sheath was selected for use. After the transseptal puncture, during the air check of the faradrive, aspiration with a syringe was attempted; however, nothing could be aspirated. The product was lowered to the right atrium free space, and aspiration was attempted again, but it was still not possible. It was also reported the device was kinked. Therefore, the product was replaced and the procedure completed. No patient complications reported. It was further reported that rather than a kink, after the vcc (dilator and rf wire) was removed from the faradrive, a syringe was used from the faradrive perfusion line to check for air, and when aspiration was performed, only negative pressure was generated, and nothing could be aspirated. There were no issues with versacross.